Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient is experiencing ineffective therapy. As a result, surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.